Event description:
Healthcare professional reported that approx 11 months post-implant the valve was explanted due to thrombus. The valve was replaced with a freestyle valve and returned for evaluation. This is the same pt as medwatch report.